Event description:
It was reported to philips that the system gave an alert indicating fluoroscopy storage was not possible, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the remote alert indicating that fluoroscopy storage was not possible, which can impact imaging. This is a proactive alert. No service has been provided by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.